Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device. On (B)(6) 2023, it was reported that the patient was experiencing symptoms of being low, but no physical symptoms were reported. The patient¿s cgm was also reading low mg/dl. The patient self-treated by drinking juice. They did not do a bg meter fingerstick at this time. The patient then began experiencing pain down her torso, as well as nausea. Due to these symptoms, the patient¿s daughter called 911. The patient cannot recall what ems did or provided her since she was in so much pain. There were no cgm/bg comparison values provided once ems arrived. They transported her to the hospital. At the hospital, the patient was given anti-nausea medication. The patient was then discharged home 5 hours later. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.